Event description:
Reportedly, three episodes of ventricular noise oversensing were observed between (B)(6) 2019 and (B)(6) 2020. The sensitivity threshold was set at 0.6mv. Preliminary analysis revealed that ventricular noise oversensing was observed since (at least) (B)(6) 2019. The observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials sensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, three episodes of ventricular noise oversensing were observed between (B)(6) 2019 and (B)(6) 2020. The sensitivity threshold was set at 0.6mv. Preliminary analysis revealed that ventricular noise oversensing was observed since (at least) (B)(6) 2019. The observed noise most probably resulted from electromagnetic interferences (emi) and/or myopotentials sensing.